Event description:
It was reported that during a ptca/stent procedure, the stent was successfully deployed at a lesion in the proximal left anterior descending. However, the inflation and deflation times were inordinately long.